Event description:
It was reported that the buttons on the customer's insulin pump were unresponsive and she received a button error alarm. Customer reportedly woke up from night sweats and the insulin pump may have been exposed to extreme sweating. Customer's blood glucose was 7.9 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm occurred during testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube.